Manufacturer narrative:
Investigation summary: it was reported the customer was unable to inject anything with the needles. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. One sample has the plastic shield and the safety mechanism inactivated. The other sample has no plastic shield and the safety mechanism activated. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. This defect could occur if there was a process variation during the needle lubricant application inducing the symptom reported. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application was performed. The setting were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h10

Event description:
It was reported that 4 bd safetyglide¿ needles were blocked and couldn't inject anything during use. The following information was provided by the initial reporter: "the customer reported that "we've had a problem with the 25g hypodermic needle in some of our arrow-clarke pleura-seal thoracentesis trays, ref ak-01000. They seem to be clogged... Unable to inject anything. The first time was with a patient. The second time I checked it before I tried to inject. Date: 4/14. There were 4 trays affected". The customer returned two injection needles for analysis. No definite signs-of-use were observed. Visual analysis did not reveal any obvious bending/kinking of the needle cannulas. Additionally, no signs of a blockage were visible at the proximal or distal openings of the needle cannulas. The returned needles were attached to a lab inventory syringe and flushed. Water was not able to pass through the needles, which is not the intended function. The purchasing facility (also packaging facility) has been previously contacted in the past for similar complaints involving this failure mode. They indicated that they have not seen this defect before. They also indicated that during the packaging process, the needles are not manipulated. The samples are only placed within the finished tray once received from the supplier. R&d has also been previously contacted as part of this complaint investigation. They indicated that there is no process during our handling of the device that would cause this occlusion. Based on these comments, supplier likely caused or contributed to this event."